Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked with corrosion observed inside. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboots were duplicated during testing with the returned battery cap. A test cap was used and was able to attach to the pump and successfully completed a 24 hour duration test with no power interruptions duplicated. The leak test failed due to the battery compartment crack. The pump cover was removed and no further evidence of moisture or damage was observed. (B)(4).